Event description:
Provider states the end user alleges the seat frame broke on both sides at the weld on frame.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.